Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead had fractured. Lv pacing was programmed off, however, some pacing was still observed. Boston scientific technical services (ts) discussed biv pacing during mode switches and reprogramming options. A lead revision is not being planned as the patient is stable and well. No adverse patient effects were reported.